Event description:
Patient reported right side exchange from textured to smooth implants due to their concern with the product. Patient and healthcare professional later reported "rupture was found at the time of explant" of a non-allergan device. Device has been explanted; (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).